Event description:
Boston scientific received information that the device implanted with this right ventricular (rv) lead delivered three shocks. All three shocks had low out of range shock impedance. A non-invasive shock impedance test was performed and the measurement was within range. A revision procedure was not planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.